Manufacturer narrative:
Other relevant device(s) are: model: 9733986 - application 9733986 framelink s7 model: 9734060 analysis: no failure found model: 9733986 analysis: no failure found. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that when the site was in framelink, they were able to step through the software but when moving from the plan stage to the navigate stage the 3rd party screen goes black. They were using stortz monitors in the room and dell monitors in the control room with the rack. When in navigate, the screens on the dell monitors go black and the stortz go between blue and black. The medtronic monitors connected but the fiber optic cables stay normal. In other software they are able to move to navigate without issues. This occurs on both navigation systems of the same type that the site has. There was no patient present at the time of the event.